Event description:
On (B)(6) 2012 the reporter contacted animas alleging that the down arrow and ok keypad buttons have been intermittently unresponsive for three weeks. The reporter denied any damage to the keypad. The patient reportedly wears the pump on a belt and does not clean the pump. There is no reported patient impact associated with this complaint. This complaint is being reported because the alleged keypad issue remained unresolved.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2012 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact; no damage was observed. During testing, the down arrow and ok keypad buttons were intermittently unresponsive and required multiple button presses with increased force to elicit a response. The up arrow and contrast buttons responded appropriately. There was evidence of contamination found under all key contacts.

Manufacturer narrative:
(B)(4): there was no vibration due to misaligned vibrate motor pins.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.